Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a catheter break was confirmed, and the cause appears to be use related. One 2 fr s/l per-q-cath PICC was returned for investigation. A break in the catheter, perpendicular to the axis of the tubing, was identified 1.6cm within the distal tip of the strain relief sleeve on the molded catheter hub. A 32.2cm section of 2 fr tubing was received separate from the catheter hub. The break would have occurred externally. The cross section at the proximal end of the catheter was microscopically examined and the surface was noted to be granular, dull, and uneven, which is consistent with the characteristics of a break in the per-q-cath catheter material. A tactual investigation revealed elastic weakness in the proximal end of the tubing. A 1.5cm region of necking was visible in the proximal end of the catheter, which indicates that the catheter was subject to tensile stresses. The 2 fr tubing most likely broke subsequent to the catheter being stretched. It is unknown what caused the tubing to stretch. Care is suggested when handling the delicate size of the 2 fr tubing. Inadvertent stretching will cause the tubing to break. The product IFU provides securement techniques and cautions, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ functional testing and a visual observation revealed blood residue occluding the distal end of the 2fr catheter. It is possible that blood remained in the catheter at the time of the break. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During the use of the patient, the device allegedly broke. Another was used to complete the procedure.